Manufacturer narrative:
The reported event of lead dislodgement could not be confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination found the inner coil was over-torqued at the connector region. After cutting the lead, cleaning, and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length was measured within specifications. The cause of the reported event of helix mechanism issue was due to the over-torqued inner coil, consistent with procedural damage and clogged helix.

Event description:
Related manufacturer reference number: 2017865-2023-15879. It was reported that post-implant the right atrial (ra) lead had dislodged. During repositioning, the helix would not fully extend. The physician decided to explant and implanted a new ra lead. During the revision, the right ventricular (rv) lead had also dislodged. After repositioning, an inadequate capture threshold was observed. In another attempt to reposition the rv lead, the helix would not fully extend. The rv lead was explanted and a new rv lead was implanted. The patient was stable.